Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with button error; the buttons were not working. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was completed and it was determined that the insulin pump needed to be replaced. However, the insulin pump has not be returned or replaced as of yet.